Event description:
A user facility reported that blood backflowed into the disposable reservoir, while a patient was using an electromechanical ambulatory infusion pump. The incident occurred 24 hours after the start of infusion. Because the symptom of backflow suggests a possible under delivery condition, the incident meets the manufacturer's MDR reporting criteria. There was no patient injury.